Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-19019). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated. Multiple attempts to interrogate the device were unsuccessful. Loss of pacing output was also noted. Device was explanted and replaced. The patients condition was satisfactory.